Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery with multiple cartridges. Customer's blood glucose (bg) level was 40-355 mg/dl. In addition, the customer experienced confusion. The cause for the reported low bg was unknown. Carbohydrates and candy were consumed to address low bg level. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.